Event description:
Information was received from a patient's representative (pt rep) regarding an external device. It was reported that when the implantable neurostimulator (ins) is charging, the ins is staying red (low battery) even with excellent coupling, even when the controller screen is not being lit up. The manufacturer representative (rep) was notified on friday and told caller to order an li battery for the controller via patient services (pss). The controller battery seems to be charging and discharging as expected based on info provided by caller. The rep told the caller that the rep cannot order product. Agent provided the case number to caller and advised the caller they can provide this case number to the rep so more info can be gathered (caller noted texting with the rep). Rep told caller to call pss and order a li battery for the patient. This is not a resolution for the issue. The rep is meeting with the patient today. Caller was not with the patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative called back and repeated the information in this case. Caller stated their manufacturer (man) representative (rep) told them to get the battery pack replaced. Caller stated the implant battery level does not go up no matter how long they recharge the implant for. Caller stated that the patient will see excellent recharging for a bit, but then it will say it can't find the device anymore. Caller noted when the patient is recharging, usually they are laying on it. Caller denied any visible damage to the equipment but stated they wouldn't be surprised if the recharger cord had internal damage from the way the patient uses it. Caller confirmed the controller charges just fine from the ac power supply. Agent offered to replace the recharger; caller asked if the battery pack could be replaced as well since their rep told them to. A request was sent to repair to replace the recharger.